Manufacturer narrative:
Information on patient information which are patient's age and patient's gender were added back again.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during a procedure, the helix of the atrial lead failed to retract. The atrial lead was not used and another atrial lead was implanted on (B)(6) 2024. The patient had no consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with helix found extended and clean. The helix was able to retract and extend by applying torque directly at the connector pin. Final analysis found on electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.